Manufacturer narrative:
A field service engineer (fse) was dispatched. On (B)(6) 2016, cleaned and lubricated the bf syringe and the other syringes. The machine was running within specifications. A complaint and service history review was completed for serial number (B)(4) from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were zero (0) complaints reported during this time period similar to the present issue. The probable cause of the event was that bf syringe motor shaft had a lot of build up on it. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 the customer reported on the aia-360 sn# (B)(6) , that the wash syringe home was not found - error 4045. A field service engineer (fse) was dispatched. The customer is unable to run and requested service to address the reported event, which resulted in the delay of results for fsh, prog, prl, bchg and e2. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.